Manufacturer narrative:
Event date.

Event description:
It was reported that the lv lead had dislodged. Additional information was requested but has not been received. No further information is available at this moment.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information - it was reported that the left ventricular lead was explanted and replaced during an unrelated generator changeout. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.